Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem will not power on monitor was due to the battery being excessively discharged. The last time the battery was used on 07/16/2020. Per 90p006-a04, in order to maintain the battery when not in active use the battery should be recharged every 3 months. However, upon investigation a reportable malfunction was found. The cause for the reported malfunction was the battery's connector j2 pin being bent and physically damaged. The battery pack sat for more than 3 months without being recharged. The root cause for the damaged pin connector was physical abuse. There was no adverse event that resulted from the damaged battery.